Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead warning. The lead was later tested during routine implantable pulse generator (ipg) and no issues were noted. The ra lead remains in use. No patient complications have been reported as a result of this event.